Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 12/7/2018. Additional evaluation summary: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a needle detached from suture, a folder and a paper cover could be observed. However, no conclusion could be reached as how this happen as the device was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an implant placement in the mouth on (B)(6) 2018 and suture was used. During the procedure, the suture separated from the needle. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.